Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak originated at the fitting of the ise waste manifold. The fse repaired the fitting and that resolved the leak. (B)(6).

Event description:
Customer reported to beckman coulter customer technical support that the ionic selective electrode (ise) drain was overflowing on their unicel dxc 800 pro synchron system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.